Event description:
A discordant negative troponin I result was obtained on a patient sample. The result was not reported to the physician. It was questioned within the laboratory and the sample was re-run and an elevated result was obtained. The elevated result was confirmed an alternate dimension instrument and reported. Patient treatment was not otherwise altered or prescribed as a result of the discordant negative troponin I result. There was no report of adverse health consequences as a result of the falsely negative troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the depressed troponin I result is unknown. However, the depressed result may have been due to a short sample due to the fact that a discordant low result was obtained with another analyte on the same sample. The instrument is performing within specifications. No further evaluation of the device is required.